Event description:
It was reported that ¿two refills ago¿, in (B)(6) 2013, the medication was put in the pocket area, and ¿very little¿ into the pump. The patient went into "real bad withdrawals."the medication was still there and will be getting removed soon. The patient had chronic foot pain and couldn¿t put pressure on it. The patient had a new pump health care provider (hcp) because the previous hcp ¿was not managing the pump correctly.¿ the caller could not recall what type of medication was in the pump.

Manufacturer narrative:
Concomitant products: product ID 8590-1, lot# n306079, implanted: (B)(6) 2011, product type accessory; product ID 8596sc, serial# (B)(4), implanted: (B)(6) 2011, product type catheter; product ID 8709, serial# (B)(4), implanted: (B)(6) 2011, product type catheter. (B)(4).